Event description:
Initial result for a pt estradiol was 5.18 pg/ml. When repeated, the result was 34.37 pg/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.